Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. Risk of pneumothorax is documented in 105-000299-01, rev f, monarch bronch risk management report and is deemed to be acceptable. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the labeling.

Event description:
It was reported during a monarch bronchoscopy procedure the patient experienced a pneumothorax. The target was a lower lobe. Patient had severe emphysema, which the doctor stated at the beginning of the case can lead to an increased risk for a pneumothorax. The pneumothorax was discovered post op and did not require a chest tube. No malfunction, fault or errors were reported. A medtronic arcpoint needle was also used during the procedure. The patient was discharged the following day.